Manufacturer narrative:
(B)(4). Initial MDR submitted on 05/01/2024 was created in error as it was a duplicate. Please see MDR #3010532612-2024-00289.

Event description:
It was reported " large helium leak and purge failure alarms". To continue therapy the pump console was exchanged and the issue resolved. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00289.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " large helium leak and purge failure alarms". To continue therapy the pump console was exchanged and the issue resloved. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00289.